Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter detached from the hub was confirmed and was determined to be supplier related. One 20g x 2.25¿ accucath catheter was returned for investigation. The catheter was received separate from the hub. Evidence of use was observed on the returned sample. The catheter was kinked 2.4cm from the distal tip of the catheter. What appeared to be blood residue was visible within the catheter. The overall length of the catheter was 2.28¿, which was within specification. No stretching or deformation was observed in the catheter. A step transition was observed 0.0349¿ within the distal end of the purple oversleeve, which indicated that the catheter was not properly positioned during the over-mold process. This product is no longer purchased from the supplier. A lot history review (lhr) of rebr0440 showed three other similar product complaints from this lot number.

Event description:
It was reported by the sales rep that the facility had an accucath that the catheter separated from the hub while dwelling.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0440 showed three other similar product complaints from this lot number.

Event description:
It was reported by the sales rep that the facility had an accucath that the catheter separated from the hub while dwelling. At this time, the catheter remains in the patient.